Event description:
It was reported that the customer had unexplained high blood glucose, and was hospitalized due to high blood glucose. The glucose reading at the time of hospitalization was 463 mg/dl. Check the insulin pump's programing and programming appears to be correct. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test, due to faulty force sensor. Unable to perform the basic occlusion, occlusion, and excessive no delivery alarm test due to prime anomaly. However, unit passed the displacement test. Scratched and cracked display window and reservoir tube lip noted during visual inspection.